Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was seen dripping inside the cassette door. The patient reported receiving an air detected in cassette alarm several times during drain 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not loose. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following day using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the manufacturer received a complaint product sample with the product number (B)(4), and lot number 22sr08061. The sample was received open without the original package. As the complaint product sample was disinfected and prepared for analysis when a leak was found in the cassette film. The complaint product sample was visually inspected under a microscope and a hole was identified in the cassette film. After further inspection no damages were found in the cassette hard plastic. This cause of this failure could be attributed to a sharp pump door that closes unexpectedly during set up, stress or strain on the film during teach pump when the mushroom head is fully extended against the cassette dome, a finishing problem due to a sharp point created or cassette damaged mechanically, or shipping or transportation which damages the product. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported issue was confirmed through physical evaluation of the returned sample.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. Fluid was seen dripping inside the cassette door. The patient reported receiving an air detected in cassette alarm several times during drain 5 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The film on the back of the cycler set cassette was not loose. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment the following day using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler set was not returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.